Manufacturer narrative:
An event regarding instability involving an unknown titanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: not performed as device details were not provided. Complaint history review: not performed as device details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised due to instability.